Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they didn't think the device was working right because they were going to the bathroom a whole lot. Patient said they fell twice in 1 week and because of the fall they are having trouble walking. Patient said they still wear depends. Patient said there was a doctor in the office who would help them increase stim and the patient said they called the manufacturer once. Patient said they are not getting a 50% reduction in symptoms. Reviewed how to increase stim. Patient was able to increase stim during the call. The patient was redirected to their healthcare provider to further address the issue. On 2023-jan-24 additional information was received from the patient. They reported that they are waiting to hear from a manufacturing representative (rep) and missed a couple of calls from them. The patient repeated that they previously had fallen twice during the last week of (B)(6). The caller reported that the falls were on the same side as the ins. The caller reported that they are still going to the bathroom a lot since may and may need reprogramming as the device is not working like it should. The caller also reported recent x-rays and they thought the doctor was going to send them to the manufacturer. Sent an email to field staff to let them know that the patient called. On 2023-jun-13 additional information was received from the patient. They reported that they were trying to get ahold of the manufacturing representative (rep) about keeping a diary to get baseline information. The patient had turned ins off while keeping the diary and they think the ins was turned on somehow.

Manufacturer narrative:
B3: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.